Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an image orientation issue with the 30 degree endoscope. The camera would fully rotate when changed between the "up" and "down" positions. The image was upside down, and the issue could not be resolved, even by hand. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30 degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received.